Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. No data related to the alleged device was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. The receiver was charged and rebooted and passed. Functional testing was performed and passed. A pairing test was performed with a known good transmitter and passed. The log was downloaded, and there was no active session within the investigation window. The allegation was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.